Manufacturer narrative:
The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 2/8/2023, it was reported by an arthrex employee via email that an ar-3636 knotless fibertak suture broke during tensioning. The suture was retrieved but the anchor portion remained implanted. Case was completed using another ar-3636 knotless fibertak. This was discovered during a bankart repair procedure on (B)(6) 2023.